Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in a laparoscopy-assisted distal gastrectomy, the device was unable to fire. The procedure was completed with another device. The status of the patient was reported as no problem.